Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated. The manufacture date for this electrode is june 26, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system went to the emergency room complaining of chest pain. Interrogation of the s-ICD noted the display of two alerts: battery depletion (bd) and pacemaker runaway (pr). The alerts were cleared and no untreated or treated episodes had been recorded. The remaining battery longevity was 94%. Boston scientific technical services (ts) was contacted and discussed that a memory download would need to be submitted for analysis to determine the cause of the two alerts. The field representative also reported that a chest x-ray was performed and it appears that the electrode has moved from its original implant position. No additional adverse patient effects were reported.